Manufacturer narrative:
(B)(4). The reported impedance anomaly was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the impedance anomaly could not be determined. (B)(4).

Event description:
It was reported that increased hv lead impedance was observed during lv lead revision. The device was successfully explanted and replaced with good measurements. Patient condition was stable.